Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use as no event date was provided and revealed no errors or alarms that could cause or contribute to an infusion issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, pump reported to not deliver correct amount programmed in infusion was not reproduced. Evaluation sent device for flow accuracy testing at the rate of 40ml/hr with a vtib of 40, with the result of 41.222 and the error percentage of 3.055%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to deliver correct amount programmed in infusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.